Event description:
The long lcs pins on the loan set were slightly bent. One of the drill pins (long lcs pins on dr vertzyas preferences) broke in half whilst pinning the distal femoral block on. There was no delay in the procedure. Surgeon continued on using spare pins that are on consignment. The pin was accidentally thrown out by the scrub nurse.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this report was not returned. Review of a supplied photograph confirmed the reported breakage.. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. A search of the complaint database found previous reports of 217842010 pin breakage. Previous investigations have found an overload condition is the most likely root cause. However, a trend of this issue was identified and CAPA (B)(4) was initiated to investigate this type of fracture. The investigation could not draw any conclusions about the current reported event with the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.